Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding a cartridge leak where the pneumatic tap inserts. The customer had "unusual" high blood glucose levels.